Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to elevated blood glucose (bg) levels of 1008 mg/dl and high life threatening ketones. The customer hit their head and bruised. Prior to the hospitalization, the customer was unaware of high bg levels as issue occurred while sleeping and did not attempt to treat bgs. Customer was treated with intravenous saline and insulin while in the ICU. The cause of the reported issue was unknown. A system check was performed by cts and determined that the pump functioned as intended. Additional information was not provided. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.